Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 14. Details of surgery: sinus augmentation. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene, and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility, swelling, and abscess. No further patient complications were reported.